Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.